Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor device had diminished power was not confirmed. Therefore, an assignable root cause for the reported condition of insufficient/low power was not determined. However, during evaluation, it was determined that the device ran in a locked position. The assignable root cause resulting from failures identified during evaluation was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device had diminished power. During in-house engineering evaluation, it was observed that the device ran in a locked position, had corrosion/rusting/pitting and component damage. It was further determined that the device failed pretest for safety check assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.